Manufacturer narrative:
Analysis not required due to customer not returning insertion needle.

Event description:
Customer reported bleeding at the site when he inserted his sensor. Customer's blood glucose is 268 mg/dl. His blood glucose is a little high because he just drank coffee. He said the insertion site was a little swollen and red, and blood came out of the sensor. There were no signs of infection. The site is not actively bleeding. Customer was advised the bleeding may have been due to hitting a capillary upon insertion. He was told to monitor the issue and call back when needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.